Manufacturer narrative:
Gross examination revealed a prosthetic insufficiency due to tears on all leaflets. The posts 1 and 3 were bent probably because the prosthesis was implant in a narrow annulus. The pericardium of all three leaflets was thicker than normal due to pericardial degeneration. A small pericardial delamination was detected in one leaflet. Reddish areas due to coagulated blood entrapment were present on all surfaces. Whitish and yellowish areas due to tissue alterations were detected on all inflow and outflow leaflets¿ surfaces. Mediastinic delaminations were visible on all leaflets. All the leaflets were pliable. The mesothelial surfaces of all leaflets were locally wrinkled. Mesothelial delaminations were visible on all surfaces. X-rays of the subject valve showed no calcification. Histological analyses were performed on samples taken from two leaflets. Hematoxylin and eosin stain showed that the pericardium was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated; because the collagen bundles showed a bubbly aspect and because cholesterol clefts were detected. Inflammatory cells were present. Pericardial delaminations were detected. Bacteria were not detected with the gram stain. Furthermore, the manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer attempted to retrieve additional information on the reported event, but no further information has been provided to date. However, based on the investigation performed, the root cause of the reported explant can be attributed to a structural valve deterioration. Gross examination revealed tears in all leaflets that caused the prosthesis insufficiency. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. Histological analysis also identified inflammatory cells throughout the samples. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer received information about a mitroflow valve 12a19 that was explanted on (B)(6) 2021. No other information provided at this time about the device serial #, date of implant, patient status or outcome, and any valve dysfunction issue.

Manufacturer narrative:
Updated sections: a2, a3, d9, g3, g6, h1, h2, h6. The manufacturer attempted to retrieve additional information on the event but no additional information has been provided despite the attempts. The device returned to the manufacturer and further investigation is ongoing.